Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left arm vessel. A 8.0mm x40mm, 75cm gladiator balloon catheter was selected. Upon opening the package, it was noticed that the cover on top of the balloon carton was missing. The balloon catheter was used and advanced to the target lesion. When an attempt to inflate the balloon was done, it was not inflated. The balloon was punctured. The entire device was removed from the patient's body. Procedure was completed with another of same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was not consistent with the complaint incident. Although the device was returned without a balloon protector, an examination of the balloon found a clear impression of the initial balloon fold. This would suggest that the balloon protector had been packaged over the balloon. There was some evidence of stretching of the shaft inside the balloon. The device was received inside its protective sheath tubing, inside its inner tray pouch and packaged in its carton. An examination of the returned device identified that there was no balloon protector placed over the balloon. An examination of the balloon found clear impressions of the balloon fold. This would suggest that the device had been packaged with a balloon protector as the protector would also help maintain the memory of the balloon folds. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of with no leaks noted. The inflation device was verified before and after use with a calibrated pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left arm vessel. A 8.0mm x40mm, 75cm gladiator¿ balloon catheter was selected. Upon opening the package, it was noticed that the cover on top of the balloon carton was missing. The balloon catheter was used and advanced to the target lesion. When an attempt to inflate the balloon was done, it was not inflated. The balloon was punctured. The entire device was removed from the patient's body. Procedure was completed with another of same device. No patient complications were reported and the patient's status is fine.